Event description:
Caller reported button is non-functional; exact button not provided. No adverse event reported. No product return requested due to custom and legal issues in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.